Manufacturer narrative:
Concomitant medical devices: 6945-65 lead, implanted (B)(6) 2000.

Event description:
It was reported that the patient&#38112;heart rate was in the 30's, which was below the lower rate limit of the implantable cardioverter defibrillator (ICD) device. A transmission observed the right atrial (ra) lead with occasional p-wave oversensing. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.